Manufacturer narrative:
This report is being supplemented to provide additional information added to field h6. The device was returned to the legal manufacturer for additional evaluation. Based on the results of the investigation, the foreign matter adhering to the endoscope is likely due to insufficient pre-cleaning, insufficient rinsing, and inadequate drying caused by the buttons not being removed before storing the endoscope. However, the definitive root cause was unable to be determined.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h11. Corrected fields: e1. (Reporter's name and telephone number should remain in blank, the establishment name should be "olympus" in the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was in the nozzle. There was no damage to the area where the foreign material was detected, and with the information acquired, it was unknown whether there were any deviations identified with the reprocessing performed according to the instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified some question in the checklist were in blank or answered like "unknown". The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had foreign objects come out from the nozzle. There were no reports of patient involvement.